Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. Customer's blood glucose level was 450 mg/dl. Customer's current blood glucose level was 338 mg/dl. Customer was treated with injection. Customer stated that they had eaten a big pizza and did not see that the bolus delivered was too low, causing hyperglycemia. Trouble shooting was performed. Customer reported symptoms such as nausea. Customer was using insulin pump within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.